Manufacturer narrative:
Cuff performed within specifications. The frequency of occurrence of the event is addressed in the device labeling. The frequency for this event is not greater than is usual.

Event description:
A patient with neurogenic disorder and surgical trauma was implanted with an acticon device on (B) (6) 2007. On (B) (6) /2007, the cuff was removed and replaced because of recurring incontinence. No further information was provided.